Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 44 mg/dl. The customer was treated for the low blood glucose with an orange juice. The customer was assisted with trouble shooting and found that the insulin pump works as designed. The customer will monitor the device for any further issues.